Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection; attempted medical intervention. Device issue: none. It was reported that pre-dilatation was performed and the mini vision 2.5 x 08 mm was successfully implanted; however, the control angiogram showed a proximal dissection and a distal non-coverage of the lesion. Another stent was advanced to treat the dissection; however, it became stuck at the angle of the cx and dislodged. Another company's balloon catheter was advanced into the dislodged stent and it was slightly deployed to fix/capture the stent and it was moved successfully into the aorta. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. It should be noted, dissection, as listed in the mini vision instructions for use (IFU) and product risk assessment, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue.